Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy, they received a green cable error code after taking two samples and then they noticed that the green cable has exposed wires. They aborted the case and rescheduled the pt for the next day. The pt's biopsy was completed the next day with the sales rep demo st holster.